Event description:
It was reported that during implant attempt, when the atrial lead was connected to the device, the impedance was less than 200 ohms, yet the lead impedance was normal on the analyzer and also in another ICD. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.